Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and to follow up with their peritoneal dialysis nurse (pdrn). Patient advised they would continue treatment with continuous ambulatory peritoneal dialysis (capd). Additional information was requested, however to date not provided

Manufacturer narrative:
The complaint sample is not available and the lot number and product number involved are unknown. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. The device history record [DHR] of this product was reviewed and no nonconformance reports or other abnormalities during the assembly of this lot were found. The product involved met specifications.